Event description:
Alleged issue: the instilled water came directly out of the catheter drainage lumen upon filling with 2cc of sterile water (recommended fill is 2-3 cc). No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate at the time of this report.